Manufacturer narrative:
Concomitant medical products: product ID: 8598a, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: catheter. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving prialt/ziconotide (25 mcg/ml at 1.202 mcg/day) and hydromorphone (1 mg/ml at a dose of 0.0481) via an implanted pump. The indication for pump use was non-malignant pain and chronic low back pain. It was reported that there was fluid build-up, believed to be medication, at the connection site between the catheter segments. The patient had swelling under the skin in the thoracic area. The patient did not indicate a loss of therapy. A dye study was attempted on (B)(6) 2015 prior to a revision. They were unable to aspirate through the side port; no dye was injected. A distal catheter revision was done where the physician suspected/identified a leak at the catheter pin connection site. The cause of the leak was not definitively identified. The issue was resolved. The patient status was reported as alive-no injury.